Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was about to be used on an unknown procedure on (B)(6) 2017. According to the complainant, during preparation, when the device was tested, the capio carrier was unable to retract. The device was not used in a patient. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that no failure was found during analysis. Functional analysis of the returned device found that the carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was about to be used on an unknown procedure on (B)(6) 2017. According to the complainant, during preparation, when the device was tested, the capio carrier was unable to retract. The device was not used in a patient. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on september 1, 2017. The name of the procedure performed was sacrospinous ligament fixation, and it was completed with another capio¿ slim device.